Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door was malfunctioning due to faulty mini switches. The field service engineer logged into the hardware test application, verified the failure, replaced the mini switches, and restarted the station. A successful functionality test was performed to confirm the repair. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 6 was failed frequently. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.